Manufacturer narrative:
Device evaluation: the evaluation of device confirmed the report of suspected driveline wire damage that would have resulted in the reported driveline fault alarms. The submitted system controller log files contained data from february-april 2019 and showed that multiple yellow wrench advisory/driveline fault alarms were captured. The driveline faults were not associated with any low speed/pump stoppage events and the pump appeared to be operating normally with stable parameters. Review of the driveline wire electrical continuity data recorded in the log files downloaded from two different system controllers suggested a potential driveline wire conductor breakdown issue. Upon disassembly of pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned severed approximately 11 inches from the nipple of the pump housing and the remainder of the driveline was returned in one segment measuring approximately 30 inches in length, which contained the prior distal end driveline replacement performed in (B)(6) 2019. Examination of the outer silicone sleeve, driveline replacement site, and clear bionate layers of the driveline segments revealed no evidence of damage. Electrical continuity testing of driveline segment extending from pump housing revealed discontinuities in the green and black wires. The internal portion of the driveline revealed multiple areas of significant breakdown of the metal braided shield, which appeared most severe in the area beneath the pump end bend relief. A complete fracture of the green and black wires could be visualized through the clear bionate adjacent to the nipple of the pump housing. Removal of the bionate layer confirmed that the insulation and the inner metal conductors of both the green and black wires were completely fractured in this location. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline at the pump housing. The fractured conductors of the green and black wires would have resulted in the driveline fault alarms recorded in the submitted system controller log file data. Moreover, if the exposed conductors of either of the compromised wires contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events previously reported in (B)(6) 2019 under (B)(4). The system also had the potential to produce a phase-to-phase electrical short, during which an interruption in pump function could result if the exposed conductors of the compromised wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power or on an ungrounded patient cable.

Event description:
Additional information reported that the patient underwent a pump exchanged on (B)(6) 2019 due to the reported drive line fracture.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient is currently at home and doing ok. The patient is on ungrounded cable and is being monitored closely until exchange; which is scheduled for a day in the week of (B)(6) 2019.

Event description:
Additional information reported that the patient has a known driveline fracture and is on ungrounded cable. Additional log files submitted captured multiple strings of driveline fault alarms between (B)(6) 2019 to (B)(6) 2019 and continues to show degradation in phase a. The entire section of external perc lead has been replaced in the past; another external repair is not possible; therefore, the plan is to exchange the pump once the patient is cleared for surgery. There were no other unusual events seen within the log file.

Manufacturer narrative:
Section b5 : additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device- 2 years and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient is on an ungrounded cable and has had 4 driveline fault alarms (dlf). Log file submitted captured driveline fault events beginning on (B)(6) 2019 which continue to occur intermittently throughout the remainder of the log file. The system controller was replaced,. Additional log file submitted from the new system controller and there were no dlf events captured however continues to show that phase a has degraded. The dlf alarm will mostly likely return given time. The patient has had the entire section of the external perc lead replaced in the past; therefore, another external repair is not possible. No additional information was provided.